Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 6 months post op, the patient continued to have knee pain past normal physical therapy schedules, and pain never reached pre-implantation level. Patient was diagnosed with a small baker's cyst at 1 year post op. Approximately 4 years post implantation, the patient underwent an arthroscopic procedure to excise scar tissue; implants were noted to be in good position and no other issues noted. Patient has undergone many tests and imaging over the course of the last 12 years. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). D10: 00598004701, stemmed tibial component, lot 62531252. 00596204010, articular surface, lot 62534378. 00597206532, all poly petella, lot 62485595. 00596009900, taper stem plug, lot 62562190. 00-1112-140-01, palacos r 1x40 single, lot 16164320. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a4, b4, e1, e2, e3, g3, g6, h2, h3, h6, h10, h11. Medical records provided were reviewed and confirmed the reported event. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Development of a cyst is a non-procedural or implant-related event that can occur at any time during a person¿s lifetime regardless of a surgical procedure or implant. Cysts by definition are abnormal, closed sac or capsule-like structures within tissue or bone that can contain different substances, such as gas, fluid, or semisolid. Size and shape can vary, as well as the cyst can grow in size over time. Cysts can resolve on their own without medical intervention, as the body just absorbs them or they can require medical intervention. Medical intervention can include needle aspiration, injection of steroid or surgical removal. Symptoms a patient can experience can vary depending size and location of the cyst and may include pain, swelling, ¿shooting¿ or radiating pain, alteration in sensation, joint mobility limitations and weakness. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.